Event description:
It was reported that the procedure was to treat a perforation in the left anterior descending (LAD) artery with moderate calcification and heavy tortuosity. The 3.5 x 19 mm GRAFTMASTER covered stent was failed to cross the target lesion due to the anatomy. Therefore, the GRAFTMASTER was removed from the patient and another GRAFTMASTER was implanted to treat the perforation. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.